Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer reported that the screen was scratched and hard to read. Troubleshooting of insulin pump was completed. The customer was advised that the railing does not affect the function of the pump but if there is a crack, any moisture could cause issues. A pump replacement will be provided to the customer. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed displacement test. The device received with minor scratched lcd window.